Manufacturer narrative:
Device was not returned for evaluation.

Event description:
Pt received a burn on the upper lip facial area during surgery. Prescriptions for pain, antibiotics, and antiviral were administered.